Manufacturer narrative:
H3: device evaluation: the product was returned for evaluation. Customer reports of stenosis, restricted leaflet mobility, and pannus were confirmed. X-ray demonstrated wireform intact and minimal calcification on leaflets 1 and 2. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 1 at the inflow aspect. Host tissue overgrowth on the stent circumference was moderate at the outflow aspect and minimal at the inflow aspect. Leaflets 2 and 3 were thickened and swollen at the free margins near commissure 3. Leaflet 2 was also thickened and swollen at the cusp area. Host tissue overgrowth and thickened leaflets restricted leaflet mobility and led to stenosis. Wireform was exposed around leaflet 1 on the inflow aspect. A suture remained attached to the sewing ring around leaflet 1.

Manufacturer narrative:
The device was returned to edwards for evaluation. Evaluation is in progress. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. Once device evaluation is complete, a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events.

Event description:
Edwards received information that an aortic pericardial valve, implanted approximately seven (7) years and nine (9) months, was explanted due to aortic stenosis secondary to restricted leaflet mobility caused by pannus. The device was originally implanted for aortic valve replacement to correct aortic stenosis. The device was explanted and replaced with a 23mm valve with no adverse patient events reported. The patient status was reported as recovering. The device was returned for evaluation. Upon the valve explant, pannus was observed on the leaflet which corresponds to right coronary cusp and leaflet mobility was restricted. There was no allegation of device malfunction.

Manufacturer narrative:
H10. Additional manufacturer narrative: updated sections d4-serial number, expiration date, h4, and h6 (type of investigation). The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.